Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2012 and suture was used. The suture broke during suturing of the uterine muscle wall. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2012-01067, medwatch 2210968-2012-01068, medwatch 2210968-2012-01070, and medwatch 2210968-2012-01071. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The returned dispensed used suture was partially cut and partially broken with residual blood and or tissue remains present, indicating this suture had been used in surgery. The circumstances and force required to cause the partial breakage could not be determine. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch dp2350 mfg date: 12/01/2011, exp date: 07/31/2016. Batch dm2337 mfg date: 11/01/2011, exp date: 07/31/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.